Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing in product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Diagnosed with neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Severe and permanent physical injuries/ other injuries [injury]. Case description: an attorney reported that their client, an adult female who is now age (B)(6), used fixodent denture adhesive, version unk cream when she received dentures approximately 15 yrs ago, unspecified total daily use beginning 1995, and reported the following: profound and permanent neurological injuries, diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, severe and permanent physical injuries/other injuries that have left her confined to a wheelchair and unable to perform her normal, customary and daily activities. Their client discontinued use of fixodent after she was diagnosed with neuropathy. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/nor resolved. Past medical history included: medical history - denture wearer. No further info was provided.